Event description:
It is reported that the articular surface would not properly lock into the base plate. Another surface was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.